Event description:
This case was initially received via regulatory authority (B)(6) on 27-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("violent pain in the belly leading to fainting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pruritus ("itching inside the belly"), fatigue ("significant fatigue") and syncope ("violent pain in the belly leading to fainting"). On an unknown date, the patient experienced bedridden ("the patient was still confined to bed"). The patient was treated with surgery (she underwent operation (no further specified)). At the time of the report, the abdominal pain, pruritus, fatigue, syncope and bedridden had not resolved. The reporter considered abdominal pain, bedridden, fatigue, pruritus and syncope to be related to essure. The reporter commented: nothing change at that time. The patient was still confined to bed. Diagnostic results: allergic test was performed in 2017 and was negative. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-oct-2017 for the following meddra preferred term: abdominal pain - analysis in the global safety database revealed 1.373 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.